Event description:
A customer reported an issue with their pump that declared a cartridge change error. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various components of the pump, but the error persisted despite multiple attempts to load new cartridges correctly. The customer reverted to an alternate form of insulin therapy.